Manufacturer narrative:
Analysis was unable to be performed because the device was not returned to philips for evaluation. The customer indicated that they sent the device to a third party for repair. As a result, the reported product malfunction could not be confirmed. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
It was reported that the spo2 is not reading correctly. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.